Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus/clot blocked catheter¿s irrigation flow. It was reported pentaray nav high-density mapping eco catheter¿s flow stopped probably because of inner lumen flow blockage. The procedure was delayed 3 minutes due to the reported event. It is unknown if the procedure was successfully completed. No patient consequence reported. The system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature and flow on the catheter. A smartablate pump and smartablate generator was used in the case. The correct catheter settings were selected on the generator. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician does not consider that the thrombus/clot was excessive. The physician does not consider the amount of thrombus/clot observed to cause a potential risk to this patient. There was no charring.

Manufacturer narrative:
It reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus/clot blocked catheter¿s irrigation flow. It was reported pentaray nav high-density mapping eco catheter¿s flow stopped probably because of inner lumen flow blockage. The procedure was delayed 3 minutes due to the reported event. It is unknown if the procedure was successfully completed. No patient consequence reported. Device evaluation details: on 3-jun-2022, the device was returned to biosense webster in (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the pentaray nav high-density mapping eco catheter and no clot was observed. An irrigation test was performed, in accordance with bwi procedures. The catheter failed the test since the irrigation tube was found folded inside the tip area. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported issue of thrombus/clot. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the damage on the irrigation tube. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).